Manufacturer narrative:
(B)(6).

Event description:
Caller reported blood glucose results of 202 mg/dl and 237 mg/dl on inform system 1, 107 mg/dl on inform system 2 within 10 minutes. Same vial of strips was used for all three tests. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.